Event description:
It was reported that during the implant of the atrial lead a perforation occurred. The patient developed a pericardial effusion which required drainage. The lead remains within the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.